Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to the lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped before bed and now it is not working. The keypad is unresponsive and the screen is flashing odd vertical lines on the right hand side. The customer's blood glucose was 135 mg/dl at the time of the incident. The customer had a screen anomaly on the pump and stated that it was dropped on the tile floor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised that the pump will be replaced.